Manufacturer narrative:
Insulin pump received with cracked case at battery tube threads. Insulin pump received with minor scratched lcd window. Insulin pump received with detached retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the watertight seal was broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.